Manufacturer narrative:
Additional information was provided indicating that the patient was discharged home with no other issue. Patient demographics were also provided. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Clinical factors that may have contributed to the patient outcome include the patient's past medical history, comorbidities, and anticoagulation therapy. The root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. This patient's presentation with a sub-therapeutic inr is an identified factor that can contribute to pump thrombus. With review of the available information there is no indication of any device manufacturing or performance issues contributing to the event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the surgeon in (B)(6) that the patient came to implant center due to hematuria, exhaustion and high watt alarm. Ldh was 1600 with inr 1.7 with report of hemolysis. Log files were sent to the manufacturer and a slight increase in watts was found. Lysis was performed and the pump is now running in the normal operating range. Biologic parameters are "now ok".